Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. The customer reported that the blood glucose level at the time of the incident was 314 mg/dl and customer¿s current blood glucose was 308 mg/dl. The customer treated with the food for low blood glucose level and was treated with the bolus for high blood glucose level. Troubleshooting was declined for high blood glucose and not performed for low blood glucose. The insulin pump will not be returned for analysis.